Manufacturer narrative:
The approximate age of the device was 1 year and 2 months. A correlation between the device and the reported event could not be conclusively determined through the manufacturer's investigation. The vad was not explanted. Despite multiple requests, no further information was provided.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient expired. Additional information indicated that the patient's death was related to pump thrombosis due to lack of follow up and labs. The device reportedly operated as expected.